Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The received sample was visually inspected and a cut was observed near the slide clamp, most likely caused by incorrect positioning of the set on the space pump. Based on the investigation finding, the reported defect was not confirmed to be due to the manufacturing process. The most probable root cause of cut tubing is believed to be attributed to mis-loading of the IV set into the space pump. It should be noted the infusomat space pump manuals, IV blister lids, insert cards, as well as the space pump clearly indicates the correct instructions for loading the IV set into the space pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during therapy patient IV pump with tpn alarmed "accumulated air exceeded." After pausing the drip and clamping the line, it was noted a small puddle of yellow liquid on the floor and the front/under side of the pump wet to the touch. After further assessment, the cassette was removed from the IV pole and found the tubing to be severed by the green clamp that gets inserted into the pump. Patient glucose was assessed at this time and new tubing was primed.